Event description:
Doctor reported that mount disengaged from implant when placing it with contra-angle. Procedure was completed placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation and a functional test was performed, the implant and bundle mount have minor signs of use and matched the reported product. The implant and bundle mount were returned outside of the inner vial, without its outer packaging. The implant and mount engaged and retained with an in-house driver as intended. Device history record (DHR) review was completed for the subject lot number 1284961. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284961 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. The implant wasn¿t transferred from sterile environment to patient in accordance with IFU. Therefore, based on the available information, a device malfunction did not occur. The implant and mount engaged and retained with an in-house driver as intended. No damage was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.